Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the barbed suture broke. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
One used suture pieces was received for analysis. During the visual inspection of the suture piece (b) body fluids were observed and the end of the suture was cut. Also, it was noted that the fixation tab and swage area were not present. Suture was measured for length and found to be out the required length requirements for this code due to suture was cut. And another was not sent for analysis. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product contains an absorbable suture and as the sample was received open, the time of exposure in the environment could not be determined. .